Manufacturer narrative:
The initial report was marked as a 30-day and 5-day report. The correct report type is 30-day. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in the prove cover was inconclusive due to the sample condition. One probe cover was received in an open pouch. The probe cover was the only item returned in the package. The cover was neatly folded and showed no indication of being modified from the manufactured state. No hair was observed in the probe cover or in the open pouch. Static electricity have deflected the hair from the probe cover and/or packaging at any location between the complainant facility and bard. Whether the hair was inadvertently introduced during handling and packaging or after opening cannot be verified. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot.

Event description:
It was reported that on (B)(6) 2017 the probe cover kit with gel was opened for the procedure. A black hair was identified inside the probe cover. The product was not used on the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reax1853 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2017 the probe cover kit with gel was opened for the procedure. A black hair was identified inside the probe cover. The product was not used on the patient.